Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested but not received to date. (B)(4).

Event description:
A nurse reported that a knife was not sharp during surgery. Another knife was used to continue with the procedure. There was no harm to the patient. Additional information has been requested but not received to date.

Manufacturer narrative:
Evaluation summary: received 1 opened knife in a blade protector tray. The returned open sample was examined and was determined to be visually nonconforming due to damaged tip and damaged cutting edge. A review of the related device history records (DHR) for the reported lot number has been performed and no anomalies were found. The product was released based on the products acceptance criteria. Damage to the tip and cutting edge of the blade like that observed can result in a complaint as described by the customer. How or when the blade became damaged cannot be specifically determined. The damage to the returned sample is consistent with damage that can occur when the blade contacts a hard surface. Such potential causes could be improper handling, contact with the blade protector when removing and returning the blade from the tray, or contact with another instrument during surgery or set up. Because the exact root cause for the damaged knife is unknown, specific action with regards to this complaint cannot be taken. All knives are 100 percent inspected by trained operators using a minimum of 10 x magnification during manufacturing. Any nonconformance, such as the damaged tip and cutting edge exhibited on the returned opened sample, are removed from the lot and scrapped. Functional testing is performed and monitored during the finishing process to ensure the sharpness of the product. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No additional action is required at this time.